Event description:
It was reported the left lead revealed all invalid contacts. The pt only has a right side coverage and no left side stimulation. Follow-up identified the next course of action has not been determined.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.